Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent additional information was requested, and the following was obtained: how many devices present the issue? 4 foils. Could you please provide lot number? T9006. Please confirm device's availability. Complaint sample discarded. Could you please confirm, which is the correct name of the hospital? (B)(6). Were there any patient consequences reported?- no patient consequences has found during the surgery. Events were submitted via 2210968-2020-07342, 2210968-2020-08197, and 2210968-2020-08199.

Event description:
It was reported that the patient underwent an orthopedic surgery on (B)(6) 2020, and the suture was used. During the procedure, the suture broke. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/13/2020. The following additional information was obtained: updated information post getting clarity from the hospital: lot numbers involved for nw2421 are t9006 & t0001. 2 foils from each lot number. Were found to be impacted. Events related to lot t9006 were submitted via 2210968-2020-07342, 2210968-2020-08197. Events related to lot t0001 were submitted via 2210968-2020-08198 and 2210968-2020-08199. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 12/14/2020. Batch manufacturing records was reviewed for any process deviation but no deviation was observed. Additional h-3 summary: complaint sample was not received for investigation. Five retain samples of incident code were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.